Manufacturer narrative:
H6 investigation findings, corrected data: initial report inadvertently used code c20 instead of c19.

Event description:
Additional information was received that the patient had a prophylactic battery replacement. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had been experiencing an increase in seizures, some of which resulted in hospitalization, first in (B)(6) 2024 and then again in (B)(6) 2024. It was noted that the seizures were at pre-vns levels and the patient experienced episodes of status epilepticus. The patient was never seizure-free but had gone over 4 years without hospitalization. The patient' s medications have been the same for 5 years and have not been reduced in the last year. The patient was treated with ativan and the cause of the seizures is unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.